Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received and she wanted to report this incident. Customer's blood glucose was over 400 mg/dl at the time of incident. Troubleshooting was done for no delivery but customer was unable to remove the set to examine the cannula. Customer was advised to change out the entire set and monitor and to follow up with doctor regarding high blood glucose. No further information was given.